Event description:
It was reported that the insulin pump had an unresponsive keypad and buttons. The insulin pump had alerted low reservoir, when the customer tried clearing the alarm, the device did not respond to the button press. The customer tried delivering a bolus, but the numbers had started scrolling. The customer's blood glucose was 220 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly noted. Insulin pump received with minor scratches on lcd window, cracked case at lcd window corners, reservoir tube lip and battery tube threads.